Event description:
During insertion of the enroute arterial sheath and dilator in the right common carotid artery (cca) over the enroute .035 guidewire, a dissection occurred in the proximal cca. Fluoroscopy was not used during the sheath insertion and after the sheath was in the cca, imaging revealed that the .035 guidewire had come back proximal in the sheath. The guidewire was re-advanced and sheath was in place and transcarotid arterial revascularization (tcar) procedure was completed. After stent deployment, the physician used a 6x20 pta to balloon in the dissection area and the dissection was resolved.

Manufacturer narrative:
Corrected the expiration date of the product to 2018-05-24.